Event description:
The pt became pregnant after a routine laparoscopic tubal sterilization using the falope-ring band and applicator system. According to the reporter, when the pt's fallopian tubes were visualized a knuckle was observed on one fallopian tube, indicating that a band was present. The other fallopian tube had no indication that there was a band applied to it.